Event description:
It was reported that a user on the first full day of ilet pump use experienced hyperglycemia after breakfast, with glucose reported up to 350 mg/dl and trending down to 284 mg/dl without alarms, while receiving troubleshooting and education on pump initiation and meal announcements. Symptoms included hyperglycemia. Outcomes included no functional limitations or required medical interventions. Investigation included troubleshooting with the user regarding pump operation, algorithm behavior, and meal announcement practices. Investigation of this case revealed no device malfunction and user education needs related to early use and meal management. It was concluded that the event was consistent with hyperglycemia of unclear cause during initial pump adoption with no device failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.